Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found that the shrink tubing that wraps around the connector and conductor wire in the proximal end was damaged. The damage was a minor mark that would not have affected functionality of the instrument. The instrument was confirmed to fail the continuity test. The instrument was disassembled and upon removing the chassis from the proximal main tube, the broken conductor wire was revealed. The conductor wire was broken inside the main tube near the hypotubes. It appears that the conductor wire likely got caught between the hypotubes and over time and use the movement of the hypotubes caused the wire to break. The complaint regarding no energy was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had no energy. The procedure was completed; however, it is unknown if the reported event had any impact on the patient.